Event description:
Upon investigation on 10/20/2009, MFR's domestic eval lab found lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. Replacement was sent, device returned.